Event description:
A physician reported a pt who was treated on 2 oct 1997 in the vermilion borders. On 19 dec 1997, a consulting physician examined the pt and observed hard nodule like lumps along the upper vermilion border; (date of onset not known). He diagnosed a hypersensitivity to collagen. On 17 february 1998, the injecting physician reported that the pt was seen on 16 february 1998; inflammation persisted at the treatment site. The physician attempted incision, drainage, and extraction of the right upper vermilion which produced some purulent drainage. The physician believed this was a probable abscess and prescribed oral antibiotics. On 17 feb 1998, the pt was prescribed a corticosteroid dosepak. On 4 march 1998, the physician reported that the pt was improved.